Manufacturer narrative:
Product analysis: the product was not returned, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the delivery catheter system (dcs) was advanced over the super stiff wire with some resistance felt. The nose cone would not enter the femoral artery and the dcs was removed from the patient. A 14 fr. Dilator was passed over the wire into the vessel and the dcs was advanced. Again resistance was met. The dcs was removed again along with the 14 fr. Sheath. The sheath was reinserted and the dcs was advanced over the wire to the femoral artery. Resistance was again felt, but with extra force and rotation the nose cone entered the vessel and was advanced. The valve was successfully implanted without incident. Following implant, bleeding from the access site was noted and manual pressure was applied. Bleeding slowed but an arteriogram revealed narrowing of the vessel. An expandable stent was inserted and an angiogram showed patency of the vessel without bleeding. The patient was reported to be in good condition. The physician attributed the bleeding event to the multiple sheath exchanges and dilation from the dcs not entering the vessel smoothly. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt of the returned product, evaluation confirmed a 13 mm gap was present between the distal edge of the capsule and the catheter tip. Several voids were observed over the nitinol reinforcing frame along the distal end to the proximal end of the capsule. Two kinks were observed on the inner member shaft at the distal tip and strain relief transitions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.